Event description:
The customer stated, that she tested her blood glucose using a contour meter and an accu-chek meter. The contour read 53 mg/dl, while the accu-chek read 189 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for eval, and replacement products were sent to the customer.